Event description:
Additional information stated the pump broke 3 times around 2010 and 2011. It was noted that the pump was used to infuse bupivacaine and hydromorphone. Refer to manufacturer report # 3007566237-2012-00077 and manufacturer report# 3007566237-2014-00977 for other events of a broken pump.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter.